Event description:
It was reported that an asymptomatic patient presented in the operating room for change out due to normal eri. Fluoroscopy revealed the lead to be externalized. All electrical parameters are stable and normal. Lead remains implanted and patient condition is good.